Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a leak was confirmed. The product returned for evaluation was one 4fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed on the catheter tubing at the distal end of the molded joint. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. Fracture surface that had an uneven and jagged pattern, indicating that the area had been subjected to tensile stress. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed.

Event description:
It was reported that when flushing the PICC, it is leaking. When did the incident occur? During use. Patient has been using the PICC for tpn, blood and saline. Now they are flushing it and it¿s leaking. When they pulled it out, they saw a hole in it. They placed a new PICC. The patient did not suffer any harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that when flushing the PICC, it is leaking. When did the incident occur? During use. Patient has been using the PICC for tpn, blood and saline. Now they are flushing it and it¿s leaking. When they pulled it out, they saw a hole in it. They placed a new PICC. The patient did not suffer any harm.